Event description:
It was reported that the user experienced difficulty attaching a connector piece to the ilet during a supply change, after which the user successfully attached a new connector piece and confirmed proper function. Symptoms included no changes in blood glucose. Outcomes included no reported impact on health, no alerts or alarms, and continued therapy after the successful reconnection. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed that the connector piece initially would not attach, but the issue resolved with replacement and correct installation. It was concluded that the event involved an inability to attach the connector component, resolved through user intervention without clinical consequence.